Event description:
During a coronary artery drug eluting stenting treatment procedure the shaft broke. The physician was trying to advance a 2.5x16mm taxus express2 drug eluting stent to a lesion in the obtuse marginal (om) coronary artery when the shaft of the catheter broke. The physician removed the device and there were no pt complications. The case was completed using two other taxus stents. The pt was reported as ok.